Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 32.2 cm to 32.3 cm and 42.2 cm to 42.4 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that the atrial lead exhibited an unspecified issue. The lead was explanted and replaced due to normal elective replacement indicator. No further information was reported.